Event description:
Endostaplers used during laparoscopic cholecystectomy. First one wouldn't fire, glade on second fell off into pt -was retrieved. Third stapler fell to pieces when used -pieces retrieved from the pt; converted pt to open procedure.